Event description:
Surgeon reported the enseal tissue sealer did not feel right from the beginning. Middle of the case it stopped gripping. Scrub reports the jaws are open with the knife present. New device was obtained, procedure was completed as planned. Slight delay in case. FDA safety report ID# (B)(4).